Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided indicates that the physician used excessive force when advancing the pipeline flow diverter through the microcatheter, even though the physician experienced resistance which caused the catheter to break. This is against the direction for use (dfu) for this product which states 'never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the microcatheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or damage microcatheter and guidewire. In severe cases, tip separation of the microcatheter or guidewire may occur'. Based on the investigation results and available information an assignable cause of user error was assigned to the as reported issue catheter shaft broken/fractured inside patient, since there was an act or omission of an act that resulted in a different device response that intended by the manufacturer and/or expected by the user. This is the 1st of 2 MDR reports.

Event description:
It was reported that the micro catheter shaft was broken at the hub during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the micro catheter shaft was broken at the hub during the procedure. There were no reported clinical consequences to the patient.